Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 2 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of 43 to 51 mg/dl were recorded at 02:31:54 am to 02:56:54 am on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 02:26:54 am on (B)(6) 2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 9:23:17 pm date: (B)(6) 2020 iob: 3.04 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 52 was recorded at 4:16:54 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 4:11:54 pm on (B)(6) 2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 10:28:27 am date: (B)(6) 2020 iob: 1.91 requesting a bolus with iob may lead to a low glucose event. ¿ the algorithm made the following auto-bolus request(s): time: 11:50:48 am date: (B)(6) 2020 iob: 1.86 carbs: 0.00 correction included: yes. Time: 12:55:49 pm date: (B)(6) 2020 iob: 2.24 carbs: 0.00 correction included: yes. These boluses were adjusted by the algorithm based on current glucose and iob. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 48 mg/dl; cause was unknown. Customer consumed carbohydrates to address low bg. Recommendation was made to discuss diabetes management with a health care professional.